Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a field service engineer (fse) followed up on the pyxis machine and tested half height matrix drawer 2.2, confirming no issues were present. The customer verified that no failures had occurred since the previous visit two weeks earlier, and all testing was completed successfully. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer failed to open or close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.